Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the obturators, spiked trocars and envelope seals appeared intact. The flanges of the anchors were intact. One of the circular seals was cut with a piece missing. Functional testing proved the devices functioned normally. The tops were actuated and the flanges presented themselves cleanly locking into place. The tops were actuated in reverse and the flanges retracted perfectly. It was reported that the trocar broke and a small, plastic piece of the trocar shaft fell into the cavity of the patient. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur when contact was made with a sharp surgical device during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadve rtent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic hernia procedure, the obturator or trocar broke. A small, plastic piece of the trocar shaft fell into the cavity of the patient. The surgeon successfully removed the piece of the trocar from the patient. There was no patient injury.